Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was having high blood glucose for the past few months and the insulin pump did not alarm no delivery. A tubing clamp was sent and advised the customer to call back to perform the high pressure test. Also the customer stated that her consultant set the basal rate and next time she went to the hospital they had disappeared. It was stated that the basals were fine for the past three months. No further information was provided.